Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 58698 was returned and analyzed. Verification of the smart chip file indicated the catheter was never used. The balloon catheter failed the performance test because of system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection". The dissection test showed kinks on the guide wire lumen at 1.216 inch and 3.75 inch from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen at 3.75 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kinks and a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.